Event description:
It was reported that the leadless pacemaker (lp) exhibited loss of capture. The patient was not dependent and was asymptomatic. X-ray imaging was performed and no anomalies were noted. Programming changes were made and resolved the loss of capture. The patient was stable.